Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: could you please provide lot number? No further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an orthopedic procedure (B)(6) 2021 and barbed suture was used. During the procedure, the fixation tab came off the suture during use. No adverse patient consequences were reported. Additional information was requested.